Manufacturer narrative:
No report of patient involvement. The biomedical engineer troubleshot the issue with ge healthcare technical support. The caster was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit's caster wheel broke off while the unit was being moved. There was no report of patient involvement.